Manufacturer narrative:
Unable to power on device or perform any functional testing due to broken battery tube threads. Device also received with broken battery tube threads and cracked case behind the device at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected power loss. Customer's blood glucose value was 150mg/dl at the time of the incident. Customer also stated that they noticed whole back was cracked. Customer also stated that no physical damaged to the reservoir lip ring. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.